Event description:
It was reported that insulin drips were not observed to be exiting multiple cartridges tubing during the load fill process. There was no reported adverse impact to customer's blood glucose. No additional information.